Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an inquiry to technical service (ts) was sent regarding possible artifacts/noise seen in a stored episode with this subcutaneous implantable cardioverter defibrillator (s-ICD). High shock impedance measurements were also reported. Ts noted that the artifacts seen could be more physiologic in nature. Ts also noted that another episodes reviewed showed possible electromagnetic interference. Ts discussed that the system location might be non optimal which is related to the non conversion at 65 joules, but effective at 80 joules which the physician elected to perform during a follow up and troubleshooting. Ts recommended an in office evaluation to verify system location as well as possible reprogramming of the device to reduce myopotential susceptibility. Additional information noted that the patient received an inappropriate shock and a revision took place to explant the system. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inquiry to technical service (ts) was sent regarding possible artifacts/noise seen in a stored episode with this subcutaneous implantable cardioverter defibrillator (s-ICD). High shock impedance measurements were also reported. Ts noted that the artifacts seen could be more physiologic in nature. Ts also noted that another episodes reviewed showed possible electromagnetic interference. Ts discussed that the system location might be non optimal which is related to the non conversion at 65 joules, but effective at 80 joules which the physician elected to perform during a follow up and troubleshooting. Ts recommended an in office evaluation to verify system location as well as possible reprogramming of the device to reduce myopotential susceptibility. Additional information noted that the patient received an inappropriate shock and a revision took place to explant the system. No adverse patient effects were reported.